Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the site's navigation system camera intermittently re-set communication and beeps. Error message displayed "localizer not connected" for approximately one second and then re-establishes connection. This is reported to occur every five minutes or so. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the issue has not occurred again since imris (intraoperative MRI) company repaired their machine and bypassed the power circuit that also powered the medtronic navigation localizer.